Manufacturer narrative:
At this time, the product has not been returned. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. There was no indication of product return.